Event description:
It was reported that (1) device was used during a laparoscopic hernia. It was reported by the affiliate that after the ems instrument was fired 6-7 times, it ran out of staples. Another instrument was used to complete the case. There was no consequence to the pt.